Event description:
It was reported via email that the drug did not infuse. Possible user error, but can't be sure. Patient was not harmed and was able to finish treatment. No additional information available.